Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligations procedure to treat prolapse of internal hemorrhoids performed on (B)(6) 2024. During the procedure, the first two bands had no problems and were successfully deployed; however, the third band could not be deployed, and it was stuck in the front of the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 3, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1 (patient identifier), block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on january 3, 2025.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligations procedure to treat prolapse of internal hemorrhoids performed on (B)(6) 2024. During the procedure, the first two bands had no problems and were successfully deployed; however, the third band could not be deployed, and it was stuck in the front of the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with no bands attached to it and the handle had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing had no bands attached to it, indicating from a product analysis point of view that all the bands were deployed during the procedure. The reported problem bands unable to deploy could have been due to the technique used by the physician. However, there were no damages noted on the device that led to any problem by the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligations procedure to treat prolapse of internal hemorrhoids performed on (B)(6) 2024. During the procedure, the first two bands had no problems and were successfully deployed; however, the third band could not be deployed, and it was stuck in the front of the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 3, 2025: it was noted that no difficulty was experienced upon setting up the device.